Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the lead could not be inserted into the connector port of the pulse generator. The device was no longer used and a new device was implanted successfully. The patient experienced no adverse consequences.